Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the rn was administering normal saline solution in a 1l bag at 50cc/hr when the entire liter of nss infused in 10 minutes. The pump programming was checked by multiple rns with the channel door closed and locked. The channel was disconnected, md and nurse supervisor notified. There was no patient harm.

Manufacturer narrative:
The customer¿s report that 1 liter of normal saline intended to infuse at 50ml/hr emptied in 10 minutes could not be confirmed or duplicated. The pcu log analysis showed that 0.9% normal saline was programmed to infuse at 50ml/hr with a vtbi of 900 ml. The infusion was terminated approximately 1.5 hours into its programmed duration of 18 hours. The cause for the early termination could not be identified. Visual inspection of the pump module showed broken plastic on the rear case and the sear. Testing and inspection of the module did not show any issues that would have contributed to the reported incident. The incident disposable set was not returned for investigation. The root cause of the reported failure could not be identified.

Manufacturer narrative:
The customer¿s report that 1 liter of normal saline intended to infuse at 50ml/hr emptied in 10 minutes could not be confirmed or duplicated. The pcu log analysis showed that 0.9% normal saline was programmed to infuse at 50ml/hr with a vtbi of 900 ml. The infusion was terminated approximately 1.5 hours into its programmed duration of 18 hours. The cause for the early termination could not be identified. Visual inspection of the pump module showed broken plastic on the rear case and the sear. Testing and inspection of the module did not show any issues that would have contributed to the reported incident. The incident disposable set was not returned for investigation. The root cause of the reported failure could not be identified.

Event description:
The customer reported that the rn was administering normal saline solution in a 1l bag at 50cc/hr when the entire liter of nss infused in 10 minutes. The pump programming was checked by multiple rns with the channel door closed and locked. The channel was disconnected, md and nurse supervisor notified. There was no patient harm.